Event description:
Implanted: (B)(6) 2011 at (B)(6). Removal of the device was done on (B)(6) 2011, 1 month post-op due to hardware failure. Dr (B)(6) reviewed x-rays of the pt on (B)(6) 2011, to show that the hardware to have fracture or ruptured at the fracture site, so pt had disruption and hardware failure. Device was removed and replaced with an acumed plate.